Event description:
It was reported that the patient the patient presented with generalized malaise and dysuria for 5-7 days and was found to be septic with staphylococcus epidermidis bacteremia, likely via gluteal cyst wound. The patient was admitted for this as well as for issues with low flow alarms and ventricular tachycardia (vt) storm. Low flow alarms started at 7:01 am on (B)(6) 2022 with no symptoms other than some mild pain. Vitals were stable other than mean arterial pressure (map) of 62. Heart failure exacerbation was noted with an ejection fraction (ef) of 5-10%. The patient was significantly volume overloaded upon admission, and was found to have an acute kidney injury. The patient was known to have chronic kidney disease. Valsartan and warfarin were held in the setting of hypotension and reaching target international normalized ratio (inr) goal of 2 or less. The patient was transferred to the cardiac intensive care unit (ICU) for further invasive hemodynamic monitoring due to persistent low flow alarms. The low flow alarms were not responsive to fluids and volume exam proved challenging. There was concern for sepsis with venous shift prompting further right ventricular (rv) failure and compromised left ventricular (lv) filling in the setting of an already dysfunctional rv. There did not appear to be an afterload problem, no effusion was noted on the echocardiogram, and hemoglobin had been stable with no hemolysis. Waxing and waning mental status with occasional jerky movements were noted on admission with no postictal state. The hospital course was complicated by rising lactate with mixed cardiogenic and distributive shock, altered mentation requiring intubation, and worsening hypoxemia in the setting of right lung infiltrate concerning for infection versus edema. The patient went into pleomorphic ventricular tachycardia (vt) peri-intubation requiring multiple shocks both by the patient's device and external pads. Most recent telemetry showed frequent premature ventricular contractions (pvcs) and rare non-sustained ventricular tachycardia (nsvt) with no further runs of vt. Amiodarone and lidocaine were continued. A recent history of vt with multiple implantable cardioverter-defibrillator (ICD) shocks was noted in (B)(6) of 2022. No further evaluation of the patient's mental status could be performed following sedation. Neurology consult yielded low concern for seizure and found that the movements were likely tremors. There was suspicion for mechanical defect with the left ventricular assist device (lvad) such as pump thrombosis, but imaging was not suggestive of this. After evaluation by transplant infectious diseases (ID), the patient was treated with bactrim. The patient was treated for methicillin resistant staphylococcus epidermidis (mrse) bacteremia and methicillin-resistant staphylococcus aureus (mrsa). The patient had worsening right lung infiltrate despite aggressive diuresis and hypotension requiring increasing pressor support. Computed tomography (CT) scan of the head showed new left frontal infarct concerning for possible septic emboli from an infected lvad and or pacer wires. Worsening creatinine and urine output as well as rising bilirubin were observed. The patient was receiving daily blood cultures with the last positive culture noted on (B)(6) 2022. Extracorporeal membrane oxygenation (ECMO) was not feasible given presence of possible septic emboli. The hospital course was further complicated by toxic metabolic encephalopathy and development of influenza a and escherichia coli (e. Coli) bacteremia. After progressing to multisystem organ failure with increasing pressor requirements, the patient passed away on (B)(6) 2022. No cardiopulmonary resuscitation was performed per the patient's wishes. The device operated as expected and the patient's death was not considered to be device related. No products would be returned for evaluation. It was later reported that the patient had a history of atrial fibrillation, vt, and right heart failure prior to lvad implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between the reported events, heartmate 3 left ventricular assist system, serial number (B)(6), and the patient's outcome cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, contains the following information: section 1 outlines potential adverse events, including cardiac arrhythmia, multiple types of organ failure/dysfunction, death, bleeding, stroke, respiratory failure, and sepsis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 of the IFU lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 outlines all system alarms and the recommended actions associated with them. Furthermore, several sections of the IFU provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.